Event description:
The facility reports the patient was lowered outside of the bath with the lift. The patient became agitated, at which point the lift toppler over. The type and extent of injuries has not been released at this time.

Manufacturer narrative:
An arjo investigator examined the device and found it in good condition. Not using the safety strap means the resident can move freely and violently on the lift and overthrow it. The MFR concludes the vent occurred as a result of not following the instructions in the safety advice notice and operating and product care instructions. It was confirmed appropriate personnel as the facility rec'd the safety advice notice at the time of the original mailing. The product was functioning within its specs, the event was caused by user error. The MFR recommends retraining lift operators, especially regarding the content of the alenti safety advice notice.